Manufacturer narrative:
The investigation into the product damage (cannula kink) issue has been completed since the original report was submitted. The device was not returned for investigation. Based on the clinical details, the failure was identified as a delivery issue. The root cause of the delivery issue was most likely due to the patient¿s tortuous anatomy causing a kink in the catheter. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 75-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. During the impella insertion, the catheter was placed across the aortic valve and, due to tortuous anatomy, the catheter kinked below the outflow when attempting to advance further into the ventricle. Once the kink was identified the catheter was pulled back but partial kink remained. The decision was made to leave in place and monitor flows. The patient was stable throughout the case.